Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no previous occurrence of the issue was reported. The most likely root cause of the reported event can be traced back to corroded pump bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motors to freely rotate and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the mentioned board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. This report was due on (B)(6) 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on (B)(6) 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milwaukee, wisconsin. In order to fix the issue patient pump 2 and distribution board were replaced by livanova technician. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient circuit 2 pump blocked or too slow. The issue occurred during maintenance performed by a livanova field service representative. There was no patient involvement.